Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that multiple testing attempted were the steps taken to resolve the issue. The issue was unresolved, but those electrodes were not needed for programming. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#:(B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 15-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that impedances were greater than 10,000 ohms on electrodes 8-15. There were no known factors that could have led to the issue. The rep reported that at a battery replacement, impedances were checked intra-operatively and 8-15 were greater then 10,000. The rep tested impedances through the new battery and also through a wireless external neurostimulator (wens) and consistently showed greater than 10,000. The rep noted that they didn¿t test impedances intra-operative as the previous battery was at end of service (eos). The issue wasn¿t resolved. No further complications were reported.